Event description:
02 resevoir was visually inspected when filled. Patient's spouse was injured party. Patient's spouse undocked the portable oxygen unit from the resevoir tank. The resevoir check valve was frozen in a leaking condition. The patient's spouse attempted to close the check valve with a sharp object. (Scratch marks were evident). The valve stuck open causing injury to the patient's spousedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - human factors, failure to follow instructions, valve. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.